Event description:
The patient's wife returned the sensor to clinic after her husband wore it for a day. No injuries were reported but after assessing picture it noted that the sensor melted/burned. Additional information was requested but not received.

Manufacturer narrative:
It was reported that the sensor was melted/burned. The sensor was returned for investigation. Engineering evaluation was able to confirm the melted device. The root cause was damage to the battery. Most probable to be either a poor seal of the battery leading to leakage of the battery and causing a fault which over heated the battery or contamination during manufacturing which caused excess gas release also damaging the battery.